Event description:
A report was received that the patient was experiencing cramping sensations on her back when she uses the device. A pain injection was administered for the cramping sensation. No further information is known at this time.

Manufacturer narrative:
Additional information was received that the physician believed the cramping sensation was due to the electrode placement. The cramping sensation was alleviated with reprogramming. No further action at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-50, serial: (B)(4), description: linear st lead, 50cm model: sc-1110-02, serial: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was experiencing cramping sensations on her back when she uses the device. A pain injection was administered for the cramping sensation. No further information is known at this time.